Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump stopped in the middle of a bolus and the display went black. Customer also indicated that they received a failed battery test alarm and have installed new batteries but the problem persists. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the battery compartment was corroded. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. No blank display, black display or display anomaly noted during our testing. Unable to perform rewind, basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement tests due to failed battery test alarm. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.